Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02195 1. Section e. Initial reporter name and address results: blood was observed within the lid¿s inlet. Conclusions: evaluation of the returned canister revealed that the lid¿s inlet was occluded with blood. If the inlet is occluded, a decrease in vacuum pressure may occur. The device was unable to be functionally tested; therefore, the reported complaint could not be confirmed. Penumbra pump canisters are 100% visually inspected and functionally tested during in-process inspection by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Results code 1: 4247 - investigation results not adequately described by any other team. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of vacuum issue.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac veins using a pump max canister (canister). During the procedure, the physician seated the canister onto the penumbra system aspiration pump max 110 (pump max) and was able to aspirate approximately 300 cm of blood/ flush. The pump max then stopped producing vacuum; therefore, the canister was removed. The procedure was completed using another canister and the same pump max. There was no report of an adverse effect to the patient.